Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2007, the patient stated that, beginning approximately one week ago, she experienced the separation of infusion set tubing at the luer-lock connection on four separate occasions. She also stated that she experienced elevated blood glucose as a result of the tubing separations. On one occasion, she was at work and observed a blood glucose value of 400 mg/dl. She reported her normal blood glucose range to be 100-200 mg/dl. She did not report specific symptoms of elevated blood glucose. On each occasion, she replaced her infusion set tubing, then delivered a bolus of insulin to decrease her elevated blood glucose level. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient disposed of the product, thus the patient was unable to provided the lot number and expiration date for the infusion set at the time of the call, and no product was available to be returned for evaluation.